Event description:
Healthcare professional reported "left side rupture and exchange from textured to smooth due to concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture and exchange from textured to smooth due to concern with the product.

Event description:
Healthcare professional reported "left side rupture and exchange from textured to smooth due to concern with the product". Device has been explanted.